Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - wiring on the probe is frayed and exposed.

Event description:
Per biomed - wiring on the probe is frayed and exposed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of wiring on the probe is frayed and exposed was confirmed. The probe housing is splitting in half exposing the wires and the lack of protection is causing the wires to fray. The probe¿s housing is splitting due to a use-related adhesive failure. H3 other text : evaluation findings are in section h.11.